Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint mr290v humidification chamber from the hospital for evaluation, to determine whether it had a malfunction which caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an mr290v humidification chamber had overflowed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The hospital has since reported that the involved chamber was not manufactured by fisher & paykel healthcare, but had come from a (B)(4) circuit kit. We conclude the investigation based on this reported information.

Event description:
A hospital in (B)(6) reported via a distributor that an mr290v humidification chamber had overflowed. Update since initial report: the hospital has since reported that the involved chamber was not manufactured by fisher & paykel healthcare, but had come from a (B)(4) circuit kit.